Event description:
It was reported that the patients pre-existing disease had worsened after the implant procedure and was admitted to the hospital. It was suspected that the worsening of patients disease was due to the anesthesia. The patient was in a rehabilitation center and was recovering.